Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to close. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.